Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level is 542mg/dl. Trouble shooting was conducted. Device is not being returned. No further information available.